Event description:
It was reported that the procedure was to treat the heavily calcified lesion in mid left circumflex artery (lcx) through common femoral artery access. The vessel was primary wired with an unspecified wire which was exchanged for a viperwire advance coronary guide wire with flex tip. There was no wire bias. There was no difficulty wiring or delivering devices. Following 2 short low-speed treatments with the diamondback 360 precision coronary orbital atherectomy device (oad) the spring tip of the viperwire was believed to have fractured due to the oad crown jumping forward through the heavily calcified area and causing contact with the tip. A snare was used to retrieve the fragment. There were no adverse patient effects. The physician does not have any concerns about potential long-term risk outcomes. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it was reported that the crown jumped and made contact with the viperwire spring tip which resulted in a tip fracture; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.